Manufacturer narrative:
(B)(4). A follow-up report will be submitted when the evaluation is complete.

Event description:
The customer observed error code 3700 [unable to process test (x) wash aspiration error for probe(s) (y)] on their architect analyzer on (B)(6) 2015. The customer deleted the errors and continued to work on this analyzer generating patient results. After the abbott field service engineer was on site the customer decided to review the (B)(6) 2015 results and retest them with several coming out completely different. The falsely decreased results provided were: afp initial 1.52ng/ml / 4.2 (normal range 0.89-8.78ng/ml); troponin = 8 / 37pg/ml (customer's diagnostic cutoff is 34pg/ml). There was no additional patient information provided. There was no reported impact to patient management.

Manufacturer narrative:
An evaluation was performed by reviewing the complaint text, other customer complaints for similar issues, a review of labeling, and a review of historical data. The customer observed error code 3700 [unable to process test (x) wash aspiration error for probe(s) (y)] on their architect i2000sr serial number (B)(4) on (B)(6) 2015. Service cleaned/adjusted the tubing and valves of the accumulator, vacuum asm (part number 7-78400-01) and the valve, drain, vacuum vessel (rohs) pn 7-76447-01 to resolve the issue. Returns were not available for evaluation. Additional information from 28dec2015 indicates that the operator deleted error code 3700 each of the 49 times it was generated on that date and continued testing without troubleshooting the error code per the architect system operations manual. The architect system operations manual provides information for the troubleshooting and maintenance concerning erratic / discrepant results. A review for similar complaints identified no trends for discrepant/erratic results associated with the accumulator, vacuum asm (part number 7-78400-01) nor the valve, drain, vacuum vessel (rohs) pn 7-76447-01. A review of the i2000sr complaint history revealed no systemic issues or trends associated with the erratic result issue described in this complaint. Based on this investigation, it has been determined that the accumulator, vacuum asm (part number 7-78400-01), the valve, drain, vacuum vessel (rohs) pn 7-76447-01, and the architect i2000sr serial number (B)(4) are performing acceptably and no product issues were identified.